Event description:
Patient undergoing laparoscopic revision to roux-en-y gastric bypass and paraesophageal hernia repair. When the surgeon deployed the covidien 25mm-3.5mm eea auto suture circular stapler (ref-eeaxl2535, lot #p1h0427) for reanastomosis, the device appeared to fail as the tissue was cut and divided but did not seal. When the device was inspected, it was found to be missing the built-in staple cartridge. Per the surgeon's dictated operative report: "the end of the roux limb was opened along the staple line with the covidien sonicision device. The covidien 25 mm xl dst was then brought into the field. It was placed in a protective sleeve. It was passed through the 15 mm trocar site and then passed into the roux limb which was then brought up to the anvil within the gastric pouch and an end-to-side gastrojejunostomy fashioned with a single firing of the endo-gi 25 mm xl dst. Unfortunately, on firing the stapler there appeared to be a 25 mm wide open circular defect in both the gastric pouch and the jejunum. No staples were visible. There was bleeding from the defect edges. The stapler was removed within its sleeve to protect the trocar site. The donuts were inspected on the back table, each was complete however it appeared that the eea stapler was missing the staple cartridge and there was only an exposed blade. Thus, the firing with the device only cut without forming a stapled connection. The opening in the end of the gastric pouch was reapproximated with 4 interrupted 2-0 ethibond stitches which were left long for traction. The open end of the gastric pouch was then transected with a covidien endo¿gia¿60 mm tristaple black firing. The staple line appeared healthy and intact. A small gastrotomy was again made in the middle of the transverse staple line of the gastric pouch and another orvil 25 mm anvil was passed bringing the tip of the attached nasogastric tube out through the gastrotomy delivering the anvil into the gastric pouch without difficulty. The sutures holding the gastric tube to the anvil were cut and the tube portion removed. After inspecting the new endo gia stapler and confirming it was from a different lot and had the appropriate staple cartridge in place it was placed into a protective plastic sleeve and placed into the abdomen through the 15 mm trocar site." Per the surgeon, due to the device failure/malfunction, the procedure was prolonged by approximately 1 hour but ultimately no patient harm. Manufacturer response for staple, implantable, eea (per site reporter). They will inspect the device and provide feedback.